Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - not pumping. Additional information 06/01/2018 (dm): not pumping consistently. Cylinders short of glans.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the updated evaluation codes. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned component revealed a separation within abrasion in the shorter exhaust tube near the strain relief of the pump. Testing revealed this to be a site of leakage. The separation appeared to be rough and irregular, which indicates sufficient stress(s) was exerted to separate the site a separation was noted in the exhaust tubing of cylinder 1. Testing revealed this to be a site of leakage. The separation appears to be within a group of striations, indicating contact with unshod instrumentation. Surface abrasion was noted on all tubes of the pump and on the exhaust tube of cylinder 2. Quality's recreation of the position of the tubes according to the abrasion pattern demonstrates that the shorter exhaust tube was overlapping the longer exhaust tube of the pump. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the shorter exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4029465. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the exhaust tube of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.